Manufacturer narrative:
The technician indicated that he did not know how this occurred. He visually observed the cracked battery during the bed inspection. He replaced the battery to repair the bed.

Event description:
Information received indicates the battery busted open.